Event description:
It was reported that following a post-operative CT scan the surgeon noticed inaccuracy on the position of implanted electrodes.

Manufacturer narrative:
It was reported that it was discovered post-operatively that all the electrodes were implanted inaccurately. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation there was no failure of the device but the quality of the fusion of the images was not sufficient and most probably caused the reported inaccuracies. The analysis suggests that the reported event most probably results from the user not performing manual adjustments after the automatic fusion, as advised in the IFU. The training of the surgeon who was performing the surgery is not recorded in the DHR, but the surgery was assisted by a field service engineer.

Manufacturer narrative:
The device br16006 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that following a post-operative CT scan the surgeon noticed inaccuracy on the position of implanted electrodes.